Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture, and pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old female patient underwent revision breast augmentation with 370cc mentor memorygel xtra breast implant and experienced breast implant rupture, and lot of pain on her right side postoperatively. Rupture was diagnosed via MRI. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2022.

Manufacturer narrative:
On march 10, 2023, mentor received confirmation that the right rupture device was discarded and the left intact device was given back to the patient. On march 13, 2023, photo evaluation was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device could not be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on (B)(6) 2023, the following updates have been made to this form: updated date of explant from (B)(6) 2022 for bilateral removal surgery under field d6b devices were discarded; field updated product return status as not available - discarded updated clinical code from breast pain to capsular contracture for right side baker grade IV, and right side pain updated event date as (B)(6) 2022 under field b3 per reported health declining per clinician review, generalized illness has been coded for reported dry eyes, muscle/joint pain the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: right rupture, capsular contracture; baker grade IV, and generalized illness h6 health effect - clinical code e2402: generalized illness this supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).